Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported waking during the middle of the night with pain during the third exchange. The patient reported doing a stat drain of 4200ml. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) indicated the patient contacted technical services to request assistance due to an instance of increased intraperitoneal volume (iipv) during treatment on (B)(6) 2016. The pdrn stated the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and the patient was able to complete a stat drain of 4200ml and reverted to continuous ambulatory peritoneal dialysis (capd) to complete the remaining treatment. The pdrn indicated the patient reported discomfort and felt full but did not require hospitalization or medical intervention as a result of the iipv. The patient's treatment prescription normally includes four treatment cycles of 1800ml fill volumes, and no last fill or daytime exchange. The reported stat drain of 1800ml was 233% over the expected drain volume which resulted in a reportable malfunction. The patient reportedly had on-going drain issues related to positional issues with the patient's peritoneal dialysis catheter. The patient performed manual drains of approximately 1500ml following continuous cycler-assisted peritoneal dialysis (ccpd) and was advised to do so if the patient did not feel empty at the end of treatments. As of (B)(6) 2016 the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler.